Event description:
Boston scientific received information that this brady lead was not successfully implanted since it exhibited high pacing threshold measurements and poor morphology. Further, the physician had a difficulty placing the lead. Additional information indicated that multiple lead attempts caused perforation which resulted to cardiac tamponade. This lead was removed and replaced with a new lead. This lead was never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.